Manufacturer narrative:
(B)(4). Date sent: 12/8/2023. D4: batch # 564c71. Investigation summary : the product was returned to ethicon endo-surgery for evaluation. Visual inspection and functional testing were conducted on the returned device. Visual analysis of the returned sample determined that one ech45l device was returned with no apparent damage and with no reload present. The manual override feature had been used and was reset to test the functionality of the device. The device was tested for functionality with a test reload and achieved its complete firing sequence without any difficulties. The staple line and cut line were complete and the staples meet the staple form release criteria. The device event log was reviewed. The log indicates that the articulation limit was reached and the art button stuck codes. In order to verify the condition of the internal components, the device was disassembled. Upon disassembling, found marks of shroud interference on the art pcbs. Based on the information currently available, a product issue was identified during the investigation of the sample received. The damage to the pcb is potentially related to a manufacturing process. This product issue will be addressed through ethicon endo surgery¿s quality system. Device history review a manufacturing record evaluation was performed for the finished device batch number 564c71, and no non-conformances were identified. Additional information was requested and the following was obtained: the product failure form states that it would not articulate.

Event description:
It was reported that during the unknown procedure the stapler malfunctioned and would not articulate. A like device was used to complete the procedure. No patient consequences.